Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched display window and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported a crack on the top right corner of the pump. The customer stated that the pump fell out of pocket while working out. The insulin pump will be returned for analysis.